Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. These are the two of two reports mentioning hospital visits that occurred two separate times. On (B)(6) 2025, the patient reported experiencing multiple serious incidents attributed to failed cgm sensors. She stated that when the cgm reading displayed on her ilet device showed ¿high,¿ prompting the system to deliver insulin automatically. This led to a severe hypoglycemic episode, requiring a hospital visit. The patient reported being in the hospital for approximately 7 hours. She expressed significant distress regarding the incident and declined to provide any additional details. No further documentation or confirmation of medical evaluation or intervention was available at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports mention of hospital visit that occurred two separate times. Please see related records (B)(4).